Event description:
It was reported that during a right hemicolectomy procedure, the device was working fine, no error code for wither hand piece or instrument; however, the surgeon who is an experienced harmonic user did not seem to think that the device was coagulating to the normal standard that he is use to. He pointed this out to theatre staff at the time. The surgeon was noticing a lot of oozing from the tissue compared to normal more so from the vessels. The surgeon however decided to finish the case. Two days later, the patient was taken back into hospital due to hemorrhaging in the abdomen and an open procedure occurred to rectify the problem. The patient was then in hdu for a just shy of a week when the event was finally reported. Additional information sought, but not yet received

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time